Manufacturer narrative:
The customer resolved the reported issue by using another surgeon side console. The system was then working properly, and no additional action was required. No product was expected to be returned for analysis as a result. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a swapping arm issue on the surgeon side console (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the clinical sales representative (csr) stated that the customer was unable to swap the arm with sound on one of the surgeon side console (ssc). The issue persisted even after using another ssc. An isi technical support engineer (tse) explained the possibility to change the assignment of the arm from another ssc and advised to check the swapping pedal and the arm assignment. The customer acknowledged it and would call back if needed. The procedure was converted to another ssc with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initially powered on without errors. The customer was able to swap the arm at the beginning of the procedure. The issue occurred in the middle of procedure. The customer used a dual console and continued the procedure with another ssc. There were no intra-operative or post-operative complications. The patient had no injury/harm.